Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2014. This report is filed december 22, 2014.

Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient experienced extrusion of the device. The implanted device remains.